Manufacturer narrative:
Physio-control evaluated the device and verified the reported issue. Physio replaced the system controller and user interface pcb assembly and observed proper device operation through functional and performance testing. The device will be returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated and had logged event codes. Additionally it was reported that upon boot up, but device appears to lock up and not complete the boot up process. There was no report of any patient use associated with the reported issue.

Manufacturer narrative:
Physio-control also had replaced the patient parameter pcb assembly after further testing. Physio-control further evaluated the removed parts in the failure analysis center. There were multiple observations during testing. It was observed that integrated circuit chip, designator u61 from the system controller pcb assembly was shorted which led to the device locking up during the boot up process. Additionally, it was observed that integrated circuit chip u5 from the patient parameter pcb assembly was shorted and causing the device to reset during the boot up process. The shorted u5 was also causing fuse f3 to be open.